Manufacturer narrative:
The biomedical engineer (bme) reported that the medical staff did not hear an audible alarm for when a "critical event" occurred. The bme also reported they were having issues with the monitor obtaining a proper reading. No patient harm was reported. The bme obtained the logs and sent them to nihon kohden for further investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the bsm, the model number and serial number(s) are no information (ni) as the customer has not responded to attempts to obtain the information. Cns: model #: ni. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the medical staff did not hear an audible alarm for when a "critical event" occurred. The bme also reported they were having issues with the monitor obtaining a proper reading. No patient harm was reported. The bme obtained the logs and sent them to nihon kohden for further investigation.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the medical staff did not hear an audible alarm at the bedside monitor (bsm) or the central nurse's station (cns) when a "critical event" occurred. Additionally, the bsm was not giving a proper reading. No patient harm or injury was reported. Investigation summary: the customer was sent a flash drive to load the device event logs onto it for analysis. The customer has not returned the flash drive with the logs. Multiple attempts were made to obtain additional information from the customer, but these requests did not yield any additional information. As such, the root cause could not be determined. After the event, nka clinical performed troubleshooting with the customer on the device and found no issues with the device. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. Possible causes may be related to unintentional silencing of the alarm by a clinician. Improper placement of leads may result in missed alarms due to the lead not reading patient vitals correctly. Additional device information:

Event description:
The biomedical engineer (bme) reported that the medical staff did not hear an audible alarm at the bedside monitor (bsm) or the central nurse's station (cns) when a "critical event" occurred. Additionally, the bsm was not giving a proper reading. No patient harm was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from bsm-6301a to life scope tr. D4 additional device information / model #: corrected the model # from bsm-6301a to mu-631ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the medical staff did not hear an audible alarm at the bedside monitor (bsm) or the central nurse's station (cns) when a "critical event" occurred. Additionally, the bsm was not giving a proper reading. No patient harm was reported.